Manufacturer narrative:
The FDA rn number for the initial MDR was inadvertently submitted as 9681442. The correct FDA rn number was 2020394. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: as the physical device was not returned, the returned sample analysis could not be performed and the images do not seem to correspond to the reported sample. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the preparation of the device the instructions for use states carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. Do not use if the sterile barrier is compromised', 'flush the stent graft lumen with sterile saline by using a small volume syringe. A) attach the syringe to the luer port at the back of the endovascular system (...). B) attach the syringe to the luer port on the y-adapter, (...) Close the stopcock when flushing is complete and remove the syringe from the luer port'. The instructions for use states regarding the accessories 'the use of an appropriately sized introducer sheath is recommended; prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location'. Regarding the precautions during deployment the instructions for use states 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure'. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: g3 h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during stent deployment procedure, the shaft allegedly broken. It was further reported that stent need to be removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during stent deployment procedure, the shaft allegedly broken. It was further reported that stent need to be removed. There was no reported patient injury.